Event description:
It has been reported that the catheter was implanted three years ago in a female patient. In 2007, the physician observed that the peritoneal was cut around the patient's rib. The customer has requested photos of the cutting surface and to investigate the cause of the catheter cutting, especially whether the material was deteriorating.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.